Event description:
It was reported that, during the implant procedure of this right ventricular (rv) lead, the physician attempt in several occasions to insert the rv lead in the septum. In one of the attempts the helix hooked, but it was unable to unscrew until the helix was fracture. The helix remained on the heart. After this, the physician decided to place a new rv lead in the septum. This rv lead will return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood fluid in the helix housing. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused the helix to break.

Event description:
It was reported that, during the implant procedure of this right ventricular (rv) lead, the physician attempt in several occasions to insert the rv lead in the septum. In one of the attempts the helix hooked, but it was unable to unscrew until the helix was fracture. The helix remained on the heart. After this, the physician decided to place a new rv lead in the septum. This rv lead will return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned to boston scientific; therefore, physical analysis has not been performed. Investigation of the available information suggests that torsional overstress during attempts to reposition the lead may have caused the helix to break. Depending on patient anatomy and physician implant technique, adequate torque may not be transferred to the helix in all cases.

Event description:
It was reported that, during the implant procedure of this right ventricular (rv) lead, the physician attempt in several occasions to insert the rv lead in the septum. In one of the attempts the helix hooked, but it was unable to unscrew until the helix was fracture. The helix remained on the heart. After this, the physician decided to place a new rv lead in the septum. This rv lead will return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood fluid in the helix housing. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused the helix to break.

Event description:
It was reported that, during the implant procedure of this right ventricular (rv) lead, the physician attempt in several occasions to insert the rv lead in the septum. In one of the attempts the helix hooked, but it was unable to unscrew until the helix was fracture. The helix remained on the heart. After this, the physician decided to place a new rv lead in the septum. This rv lead will return for analysis. No additional adverse patient effects were reported.